Event description:
It was reported that the right ventricular (rv) lead displayed increasing and high thresholds. Therefore, the device was reprogrammed to aai mode. The rv lead was later replaced during a generator change procedure. Visual inspection of the lead revealed an insulation breach near the electrode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)